Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for failure was isolated to a shorted processor on the computer/analog board. The root cause for the shorted processor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) has been confirmed. The u204 component was defective. The root was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.